Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range shock impedance since 2020. The crt-d and right ventricular lead (model unknown) remain in service and no adverse patient effects were reported. Additional information was received that the patient was seen in the clinic for follow up and the shock impedance measurement continued to be out of range at greater than 200 ohms. Review of the measurements found that the shock impedance has remained greater than 200 ohms for at least the last year, if not longer. The model and serial number of the rv lead were provided. A revision procedure is expected to take place in the near future, but has not yet occurred. The crt-d and rv lead remain in service and no adverse effects were reported. No revision has been scheduled to date. Additional information was received that the rv lead was surgically abandoned due to the high out of range shock impedance measurements. The cause was unable to be determined as there were no abnormal issues noted on the x-ray. A new rv lead was successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The rv lead was surgically abandoned and remains implanted in the patient, thus is not expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range shock impedance since 2020. The crt-d and right ventricular lead (model unknown) remain in service and no adverse patient effects were reported. Additional information was received that the patient was seen in the clinic for follow up and the shock impedance measurement continued to be out of range at greater than 200 ohms. Review of the measurements found that the shock impedance has remained greater than 200 ohms for at least the last year, if not longer. The model and serial number of the rv lead were provided. A revision procedure is expected to take place in the near future, but has not yet occurred. The crt-d and rv lead remain in service and no adverse effects were reproted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.